Event description:
On (B)(6) 2015 the distributor contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: the keypad cover was intact and the ok button had an intermittent response. The keypad was removed and contamination was found under the button contact. Unrelated to the original complaint, the display had a discolored tint.